Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the leads were revised for an unknown reason. No additional information has been obtained. Additional information indicated that the scs patient experienced a fall, which caused high impedances on both leads and resulted in inadequate stimulation. Postoperatively, the patient is recovering well, with all pain areas adequately managed. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the leads were revised for an unknown reason. No additional information has been obtained. Additional information indicated that the scs patient experienced a fall, which caused high impedances on both leads and resulted in inadequate stimulation. Postoperatively, the patient is recovering well, with all pain areas adequately managed. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
The devices sc-2408-56 serial number (B)(6), were not returned to boston scientific for analysis. However, a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Additionally, it was reported that the patient experienced a fall; however, no information was provided regarding the reason for the fall or whether it was related to the device or stimulation therapy. Due to insufficient information to definitively exclude a potential device or therapy contribution. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device and unable to exclude device problem. Additional suspect medical device component involved in the event: model number/catalog number: unknown. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: unknown. Unique identifier (UDI) #: unknown. Detailed product information of the scs-ipg-r was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Correction to the follow-up 1 MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI: upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7077653. UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7077653. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the leads were revised for an unknown reason. No additional information has been obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the leads were revised for an unknown reason. No additional information has been obtained. Additional information indicated that the scs patient experienced a fall, which caused high impedances on both leads and resulted in inadequate stimulation. Postoperatively, the patient is recovering well, with all pain areas adequately managed. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077653, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the leads were revised for an unknown reason. No additional information has been obtained. Additional information indicated that the scs patient experienced a fall, which caused high impedances on both leads and resulted in inadequate stimulation. Postoperatively, the patient is recovering well, with all pain areas adequately managed. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: unknown. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: unknown. Unique identifier (UDI) #: unknown. Detailed product information of the scs-ipg-r was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Correction to the follow-up 1 MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7077653. UDI: (B)(4).